Event description:
The customer reported that the system was not saving images and the images were under the wrong name. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was tested and found to be working as intended and returned to service.